Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated. As such, surgical intervention was undertaken where the existing leads were explanted and replaced to address the issue

Manufacturer narrative:
Date of the event is estimated.